Event description:
General report received from abbott international affiliate of tubing ruptures during power injection for CT studies. The customer report indicated that approximately 7-10 incidents have occurred since february 2003. The most recent incident occurred in 10/2003. It was reported that the customer's standard practice was to access the patient's peripheral IV sites via a 20 gauge angiocath, prime the IV tubing with sodium chloride and connect the set to the IV access catheter. An unspecified, dedicated tubing for the power injector was connected to the distal clave port. The slide clamp was moved as close as possible to the distal clave port and closed. An unspecified volume of contrast media was reported that at this phase of the procedure, the tubing sets ruptured. There were no reports of any adverse patient effects. Though requested, no additional information was provided.